Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported difficult or delayed positioning and poor image resolution were due to patient anatomy (rotated heart and calcium). A conclusive cause for the reported single leaflet device attachment (slda) could not be determined. It should be noted that per the mitraclip instructions for use (IFU) warning section it states: the clip delivery system is designed for single use only. Cleaning, re-sterilization and/or re- use may result in infections, malfunction of the device and other serious injury or death. The device was re-inserted; however, the user error did not result in the reported issues. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The ntw clip delivery system (cds) was advanced to the mitral valve however the leaflets could not be grasped therefore the cds was removed. An xtw cds was advanced however it also failed to grasp the leaflets therefore it was removed. An xtr cds was advanced and the clip was able to be deployed without issue. The previously used xtw cds was reinserted and advanced however imaging was difficult due to the rotated heart and calcium. The clip was deployed next to the xtr; however the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Another xtr clip was implanted to stabilize the slda clip, reducing mr to 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.